Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On august 7, 2024, senseonics was made aware of a hyperglycemia event which the patient experienced on 06 aug 2024, at 9 pm. The patient reported that the blood glucose (bg) value at the time of event was 325 mg/dl where the sensor glucose (sg) reading was 137 mg/dl. The patient did not receive any high glucose alert since the sg value never crossed above the high glucose alert threshold of 220 mg/dl. Patient self resolved the incident and did not require any medical attention.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the sensor glucose (sg) value on (B)(6) 2024 at 9 pm was 156 mg/dl and blood glucose (bg) value was not entered. The customer did not receive high glucose alert at the time of event as the sg value never went about high alert threshold which was set at 220 mg/dl. The investigation analysis revealed that the bg values entered as calibrations had differences of less than 5% for many weeks prior to the incident and were well within the target range. Starting on (B)(6) 2024, there was a change in the behavior of her system. Per case information, the user had started using an insulin pump and the system was working to adjust to this change. This likely contributed to the reported inaccuracies. Customer care recommended that the user should continue to use the system consistently, while the system is working to adjust to this change. A month's worth of data (B)(6) was analyzed post-feedback, and the system showed good agreement with bg and sg values with a mard of 10%. The user did not report any additional inaccuracies. This incident does not require any further investigation. B4. Date of this report 04 november 2024. G3 date received by the manufacturer? 04 november 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.